Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/uterine perforation"), device dislocation ("migration/malposition of essure device location of device: he could not find my essure and that it could have fallen out or is still in my body somewhere/migration of essure device location of device: in cornu of uterus on pathology"), anal injury ("anus reconstruction"), rectocele ("rectocele") and cystocele ("cystocele") in a 15-year-old female patient who had essure (batch no. 664434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included premenstrual syndrome, endometrial polyp, multi gravida (three vaginal deliveries), parity 3 (largest baby weighed 6 lb 11 oz. All three deliveries were complicated by a postpartum hemorrhage but she did not need to have a blood transfusion.), upper respiratory infection and nocturia. She underwent essure confirmation test. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity, herpes simplex type ii and smoker. Concomitant products included ibuprofen. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"), 2 years 1 month after insertion of essure. On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and coital bleeding ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding for weeks to months after sex and heavy lifting"). On (B)(6) 2015, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes: stress urinary incontinence"), dysmenorrhoea ("dysmenorrhea (cramping) alot of cramping after sex and with lifting and last time before I went to the doctor I was just laying in bed and I started cramping really bad") and abdominal pain lower ("pain it hurt most the time in my lower abdomen/lower abdomen pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anal injury (seriousness criterion medically significant), rectocele (seriousness criterion medically significant), cystocele (seriousness criterion medically significant), pelvic pain ("pain"), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: severe mood swings"), hirsutism ("hormonal changes describe: some facial hair under my chin and upper lip"), depression ("hormonal changes describe: depression"), uterine prolapse ("my uterus dropped causing a prolapsed uterus"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abnormal weight gain ("weight gain / loss (specify which one) I gain 80 to 90 pounds"), abdominal pain ("stomach pain") and back pain ("back pain") and was found to have blood oestrogen decreased ("loss of estrogen"). The patient was treated with citalopram, doxycycline and surgery (laparoscopic assisted vaginal hysterectomy, anterior,posterior colporrhaphy-bilateral salphingectomy, anterior/posterior or repair at time of hysterectomy, had surgery to remove the essure implant and underwent anus reconstruction). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, anal injury, rectocele, cystocele, hot flush, mood swings, hirsutism, depression, female sexual dysfunction, stress urinary incontinence, migraine, blood oestrogen decreased, uterine prolapse, abnormal weight gain, abdominal pain and back pain outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, headache, dyspareunia, abdominal pain lower and coital bleeding had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, anal injury, back pain, blood oestrogen decreased, coital bleeding, cystocele, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hirsutism, hot flush, menorrhagia, migraine, mood swings, pelvic pain, rectocele, stress urinary incontinence, uterine perforation, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in patient's date of birth in the current version (17/jan/1986). Current weight 255 lbs. Patient has took herbal supplements for weight loss. There was initially 2 coils on the left and 2 on the right. When she re-looked at the left side, there was only 1 sticking out. I intentionally left them deeper because I wanted to biopsy these polyps diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Pathology test - on 23-sep-2009: endometrium tissue: benign endometrial polyp. Specimen: endometrium, polyp, biopsy gross description: received in a formalin filled container labeled "saker, cieara, endometrium biopsy" are multiple fragments of pinktan tissue 2.0 x 1.6 x 0.5 cm in aggregate. Final pathologic diagnosis: uterus, bilateral fallopian tubes, hysterectomy: weakly proliferative type endometrium superficial adenomyosis cervix showing mild chronic cervicitis right and left fallopian tube showing no pathologic change specimen: uterus, bilateral fallopian tubes, hysterectomy. Clinical data: menorrhagia, severe dysmenorrhea, cystocele, rectocele, uterine prolapse. Ultrasound pelvis - on 30-mar-2015: normal. Concerning injuries reported in this case the following one/ones were described in patient medical records : uterine perforation. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as dyspareunia, coital bleeding quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-jan-2019: medical records received : event perforation pt was updated to uterine perforation. Relevant medical history, lab data, reporter details were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration/malposition of essure device location of device: he could not find my essure and that it could have fallen out or is still in my body somewhere/migration of essure device location of device: in cornu of uterus on pathology"), anal injury ("anus reconstruction"), rectocele ("rectocele") and cystocele ("cystocele") in a 15-year-old female patient who had essure (batch no. 664434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included obesity, herpes simplex type ii and smoker. Concomitant products included ibuprofen. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 2 years 1 month after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and coital bleeding ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding for weeks to months after sex and heavy lifting"). On (B)(6) 2015, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes: stress urinary incontinence"), dysmenorrhoea ("dysmenorrhea (cramping) alot of cramping after sex and with lifting and last time before I went to the doctor I was just laying in bed and I started cramping really bad") and abdominal pain lower ("pain it hurt most the time in my lower abdomen/lower abdomen pain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), anal injury (seriousness criterion medically significant), pelvic pain ("pain"), rectocele (seriousness criterion medically significant), cystocele (seriousness criterion medically significant), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: severe mood swings"), hirsutism ("hormonal changes describe: some facial hair under my chin and upper lip"), depression ("hormonal changes describe: depression"), blood oestrogen decreased ("loss of estrogen"), uterine prolapse ("my uterus dropped causing a prolapsed uterus"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain / loss (specify which one) I gain 80 to 90 pounds"), abdominal pain ("stomach pain") and back pain ("back pain"). The patient was treated with surgery (had surgery to remove the essure implant, hysterectomy (full) on (B)(6) 2015, salpingectomy), surgery (had surgery to remove the essure implant), surgery (underwent anus reconstruction), surgery (anterior/posterior or repair at time of hysterectomy) and surgery (anterior/posterior or repair at time of hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, anal injury, rectocele, cystocele, hot flush, mood swings, hirsutism, depression, female sexual dysfunction, stress urinary incontinence, migraine, blood oestrogen decreased, uterine prolapse, weight increased, abdominal pain and back pain outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, headache, dyspareunia, abdominal pain lower and coital bleeding had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, anal injury, back pain, blood oestrogen decreased, coital bleeding, cystocele, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hirsutism, hot flush, menorrhagia, migraine, mood swings, pelvic pain, perforation, rectocele, stress urinary incontinence, uterine prolapse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 255 lbs. Patient has took herbal supplements for weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. She underwent essure confirmation test. Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received, lot number added, reporters, patient demographics added. Event: hot flashes, severe mood swings, some facial hair, depression, abnormal bleeding (vaginal, menorrhagia), apareunia, bladder or urinary problems or changes: stress urinary incontinence, anus injury, cystocele, rectocele, migraines / headache, dysmenorrhea, dyspareunia, weight gain, lower abdominal pain, coital bleeding, back pain, belly pain, device monitoring procedure not performed added. Event onset date and outcome added, concomitant conditions and drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration/malposition of essure device location of device: he could not find my essure and that it could have fallen out or is still in my body somewhere/migration of essure device location of device: in cornu of uterus on pathology"), anal injury ("anus reconstruction"), rectocele ("rectocele") and cystocele ("cystocele") in a 15-year-old female patient who had essure (batch no. 664434) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's concurrent conditions included obesity, herpes simplex type ii and smoker. Concomitant products included ibuprofen. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, 2 years 1 month after insertion of essure, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and coital bleeding ("abnormal bleeding (vaginal, menorrhagia) heavy bleeding for weeks to months after sex and heavy lifting"). On (B)(6) 2015, the patient experienced stress urinary incontinence ("bladder or urinary problems or changes: stress urinary incontinence"), dysmenorrhoea ("dysmenorrhea (cramping) alot of cramping after sex and with lifting and last time before I went to the doctor I was just laying in bed and I started cramping really bad") and abdominal pain lower ("pain it hurt most the time in my lower abdomen/lower abdomen pain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), anal injury (seriousness criterion medically significant), pelvic pain ("pain"), rectocele (seriousness criterion medically significant), cystocele (seriousness criterion medically significant), hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: severe mood swings"), hirsutism ("hormonal changes describe: some facial hair under my chin and upper lip"), depression ("hormonal changes describe: depression"), blood oestrogen decreased ("loss of estrogen"), uterine prolapse ("my uterus dropped causing a prolapsed uterus"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abnormal weight gain ("weight gain / loss (specify which one) I gain 80 to 90 pounds"), abdominal pain ("stomach pain") and back pain ("back pain"). The patient was treated with surgery (had surgery to remove the essure implant, hysterectomy (full) on (B)(6) 2015, salpingectomy), surgery (had surgery to remove the essure implant), surgery (underwent anus reconstruction), surgery (anterior/posterior or repair at time of hysterectomy) and surgery (anterior/posterior or repair at time of hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, anal injury, rectocele, cystocele, hot flush, mood swings, hirsutism, depression, female sexual dysfunction, stress urinary incontinence, migraine, blood oestrogen decreased, uterine prolapse, abnormal weight gain, abdominal pain and back pain outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, headache, dyspareunia, abdominal pain lower and coital bleeding had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, abdominal pain lower, abnormal weight gain, anal injury, back pain, blood oestrogen decreased, coital bleeding, cystocele, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hirsutism, hot flush, menorrhagia, migraine, mood swings, pelvic pain, perforation, rectocele, stress urinary incontinence, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: current weight 255 lbs. Patient has took herbal supplements for weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. She underwent essure confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-oct-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (had surgery to remove the essure implant) and surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.